Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the gland component was damaged. Functional testing included pressure testing and clear passage underwater testing, and a leak was observed in the gland of the third y-site clearlink. Priming was also performed, and a leak was observed in the gland of the third y-site clearlink. The reported condition was verified. The cause of the reported condition could not be determined; however, the potential cause was a damaged gland during the automatic assembly process or due to damage during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid leaked out of a y-site (clearlink) on a clearlink system continu-flo solution set. This was observed during patient infusion with an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.